Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
There has crack on stent prior to the patient contact. They replaced a new device to finished the procedure.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1917938 was returned opened in its original packaging to cirl. With the information provided, a physical and a document-based investigation was conducted. Appears to show device packaging/label. Stent and straightener are obscured by the label. Lab evaluation date: 08 mar 2023. Visual inspection: stent, pushing catheter and straightener returned. Kink observed on the 5th porthole on the tapered end. Slight indentation on the pigtail curl on the non tapered end. Functional inspection: 0.035 inch wire guide does not pass the kink. Ipe-0290: vernier calipers used to verify diameter of wire guide. Document review: prior to distribution all zebd-7-7 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1917938 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1917938. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1917938. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. The crack referred to in the description of event was not observed in the laboratory. A kink and indentation on the pigtail curls was observed during the laboratory evaluation. A possible root cause could be attributed to excessive force, which generated the kink/indentation observed on the device as the device was being straightened to be prepared for use. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while the device was being straightened as it was being prepared for use. According to the initial report, this event was prior to patient contact. The complaint is confirmed as the failure was verified based on the visual/functional inspection during the laboratory evaluation. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 13-apr-2023.